Event description:
It was reported that the atrial lead exhibited noise and high impedance. On (B)(6) 2015, the asymptomatic patient was brought to the clinic for follow-up. The lead exhibited high impedance and loss of capture. The patient was brought back to electrophysiology laboratory on (B)(6) 2016 for follow-up. The lead was connected to the pacemaker system analyzer and all measurements were normal. An attempt to replace the lead was unsuccessful; the lead was reconnected to the device. The patients condition was good and would be remotely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.